Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2025 the patient underwent the index procedure with the esprit btk 3.00 x 38 mm rx in the right anterior tibial artery. On (B)(6) 2025 the patient was re-admitted to the hospital after the worsening pain in the right lower extremity did not respond to pain medication. The patient was also admitted with other co-morbidities (end stage renal disease on peroneal dialysis and acute on chronic heart failure). On (B)(6) 2025 the patient underwent a below the knee amputation of the right lower limb on the same side as the index study vessel, potentially due to an occlusion in the vessel. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of occlusion and pain are listed in the esprit btk everolimus eluting resorbable scaffold systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
Subsequent to the previously filed report, additional information was received that the patient was discharged the same day from the index study procedure on (B)(6) 2025. An x-ray was performed on (B)(6) 2025, but an angiogram was not performed on (B)(6) 2025. After the (B)(6) 2025 lower limb amputation, the patient was discharged on (B)(6) 2025. No additional information was provided.

Event description:
Subsequent to the previously filed reports, additional information was received that the patient had a lower extremity arterial exam on (B)(6) 2025, specifically a tbi (toe brachial index), showing severely decreased digital pressures on the right side. A below the knee amputation was recommended at that visit. No ultrasound was done on (B)(6) 2025. No additional information was provided.

Manufacturer narrative:
B5 ¿ describe event or problem: updated as additional information was received. Corrections: b3 - date of event: updated from 5/1/2025 to 4/30/2025 b6 - relevant test/laboratory data: updated ¿ (B)(6) 2025: angiogram removed.